Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed self test as well as displacement test. During download history review pump error 53 was recorded on 05/26/2025 22:02:29.000 to 05/28/2025 02:29:25.000, with file ID: 632 as well as line #ID: 5884. Per software engineer log fault 53 is triggered by function during reconnection of mobile app and for an unknown reason the pump "loses" a service which it had before. Ngp doesn't handle such emergency case correctly, hence a software issue. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay, battery tube threads cracked, cracked case, cracked corner of belt clip rails, and cracked battery tube. Pump error 53 alarm was confirmed in download history files due to corroded electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.